Event description:
It was reported that 6 months after the patient had the artificial urinary sphincter implanted, the patient had the system revised as the pump appeared to be getting stuck. The physician did a scan and saw that there was fluid in the prb. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pump was removed and replaced it with a new one. It appeared that the new pump was working.

Event description:
It was reported that 6 months after the patient had the artificial urinary sphincter implanted, the patient had the system revised as the pump appeared to be getting stuck. The physician did a scan and saw that there was fluid in the prb. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pump was removed and replaced it with a new one. It appeared that the new pump was working.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that 6 months after the patient had the artificial urinary sphincter implanted, the patient had the system revised as the pump appeared to be getting stuck. The physician did a scan and saw that there was fluid in the prb. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.